Manufacturer narrative:
The customer reported that the multi gas unit does not calibrate and is giving inconsistent readings. The gas unit gives a low read on all gases even after attempting to calibrate the device. The device was sent in for evaluation and repair. The gas sensor unit was cleaned and evaluated. The reported problem could not be duplicated. The gas sensor was tested for a few days and all the readings were accurately displayed. While testing the unit, the sensor made a humming noise. Customer was advised to replace the gas sensor unit due to the noise. All steps in the maintenance check sheet were tested and completed per the service manual. The unit completed five days of extended testing and operates to manufactures specifications.

Event description:
The customer reported that the multi gas unit does not calibrate and is giving inconsistent readings. The gas unit gives a low read on all gases even after attempting to calibrate the device. The device will be sent in for evaluation and repair.

Manufacturer narrative:
The customer reported that their unit ag-920ra; sn:(B)(6) does not calibrate and is giving unstable co2 readings. Service requested: the unit was sent in for evaluation. Service provided: unit was cleaned and evaluated. The reported problem "unit does not calibrate and gives unstable co2 readings" was duplicated. We connected the gas unit with the bedside and encountered that the gas sensor unit was running humming noise. Replaced gas sensor unit resolved the issue. Gas unit has been retested all readings co2, o2, n2o, and iso was good. Tested and completed all steps in the maintenance check sheet per the service manual. The unit completed 3 days of extended testing and operates to manufacturer's specifications. Investigation result: the multi-gas unit ag-920ra could not be calibrated and was giving unstable co2 readings. The multi-gas unit was placed into service on 12/20/12, which is 5 years prior to the reported issue. The unit was returned, and evaluation confirmed the reported issue of unit does not calibrate and gives unstable co2 readings. The issue was resolved by replacing the gas sensor unit. The unit operated to manufacturer specification. The cause of the issue was determined to be failure of gas sensing unit (cd-237p). Ag-920ra multi gas unit service manual provides troubleshooting of the multi gas unit and advises customer on proper action to take. The device was in use with a patient and there was no reported patient harm. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA refurbishing, or other suspected defects (see attached). The device was returned to the customer on 8/21/2018 and no issue was reported subsequent to the return of the repaired device. The root cause of the issue could not be determined. Corrected information: d4. Serial #. Incorrect serial number listed. Corrected on MDR follow up 001. G4. Date received by manufacturer: should be 07/10/2018 not 08/09/2018 as listed on MDR initial report.

Event description:
The customer reported that the multi gas unit does not calibrate and is giving inconsistent readings. The gas unit gives a low read on all gases even after attempting to calibrate the device. The device will be sent in for evaluation and repair.